Event description:
It is reported that pt underwent left total knee replacement in 1989. Post operatively pt experienced difficulties with pain and developed a baker's cyst behind the total knee. In 2001, the baker's cyst was excised. During the excision, extensive metal and polyethylene debris were encountered. As result, 2 months later, the knee was revised where the articulting surface was found to have completely worn out on the medial side. A new tibial articulating surface was placed as well as new femoral and tibial components. The MFR of the replacement components is not stated.